Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged. Additional information was received which confirmed that the dislodgement was identified during a routine follow-up, with an accompanied observed pacing inhibition. The ra lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.